Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that during occlusion treatment for an internal carotid artery fusiform aneurysm, the coil did not detach. The physician moved the coil back and forth; however, the coil was still attached to the pusher. During removal, the coil detached from the pusher. The coil was pushed into the intended area. There was no reported intervention or patient injury. The patient was reported to be good.